Event description:
Material #30964220. Lot #unknown. It was reported that the bd syringe 10ml ll w/ndl 21gx1in had leakage past the stopper. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). (B)(6) was notified via email that the 10ml syringes were leaking around the rubber stopper when drawing up medications. Patients using heparin pumps experienced blood-filled syringes leaking from the rubber stopper. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2) model #: 15-6422-0.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully confirm this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. E.1. Address was not located and il was used.